Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial socket. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. There was a broken atrial socket/connector. There was a failure of the back light on-off difference. The red liquid crystal display (lcd) cable was damaged and pinched, the internal wire was visible. A new lcd and cable patient internal (connector/socket) was placed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.